Event description:
It was reported that a novum iq large volume pump over infused heparin during patient therapy. This was further described as "the bag emptied sooner than expected". The rate parameters provided were 38.5ml/hr for a volume to be infused of 475ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 02/25/2025 (and not 02/28/2025 which was listed in the original report). Additional information: h6, h11. H11: a review of the event history log showed no infusions on the event date provided but does show a heparin infusion matching the customers parameters on (B)(6) 2025. The review shows six downstream occlusions and an air-in-line alarm prior to the end of the infusion. The log review cannot confirm or refute the customer reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.